Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached abstract. Device was implanted at time of event. Date of event has been entered as 01jan2017 as the implant date occurred between 2015 and 2017. Sakir akina, et al. Journal of critical care, 2024-06-01, volume 81, article 154662 doi:10.1016/j.jcrc.2024.154662 . Department of intensive care, haga hospital, the hague, the netherlands, and galway university hospital, health service executive and corribcore lab, national university of ireland galway (nuig), h91 v4ay galway, ireland. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research abstract titled ¿microcirculatory alterations and renal outcome following heart mate ii and 3 left ventricular assist device implantations¿ identifying heartmate 3 may be related with acute kidney injury and death. The aim of this study was to evaluate sublingual microcirculation to early predict severe aki. It was evaluated 30 patients implanted with lvad where 73% were implanted with hm3 between 2015 and 2017. Bedside microscopy with cytocam-idf to monitor sublingual microcirculation involved before and after lvad implantation. A total of 23 patients (77%) showed mild to severe aki. One way anova paired test of microcirculatory parameters total vessel density (tvd), functional capillary density (fcd), portion of the perfused vessels (ppv), red blood cell velocity (rbcv) and tissue red blood cell perfusion (trbcp) revealed high association with mild to severe aki (respectively pre-and post lvad with p = 0,0466; p = 0,0472; p = 0.027 and = 0.0051). Furthermore, early mortality following lvad is highly associated with development of severe aki (p = 0.002). Sublingual microcirculation was reported to be promising predictor for mild to severe aki following lvad implantation.

Manufacturer narrative:
E1: the site was (B)(6) . Reporter contact information was not available h6: health effect - impact code corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists renal failure as a potential adverse event which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.